Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by a field clinical specialist in japan, during a transfemoral artery transcatheter valve replacement procedure with a 26mm sapien 3 ultra resilia (s3ur) with a commander delivery system (ds). The patient has tortuosity in the abdominal aorta, and it was decided to use a long dryseal sheath for the procedure. For this reason, valve alignment was performed in the ascending aorta. But there was difficulty achieving proper alignment, resulting in more misalignment than usual (the valve was not fully fit within the alignment markers). The valve was at the lucent line, which would have been acceptable under normal circumstances, so it was decided to proceed with valve deployment. However, a dog-bone shape could not be created, and the valve slipped into the ascending aorta. The valve was positioned in a 90/10 aortic/ventricular. When a small amount of inflation was performed, only the distal side of the valve expanded and the valve slipped into the ascending aorta during balloon inflation, so inflation was stopped. After that, the valve could not be advanced into the aorta, so it was dragged and deployed in the descending aorta. The first delivery system was able to be removed from the body. A second 26mm s3ur/commander ds kit was opened and advanced through the long dryseal sheath. The second valve alignment was performed in the ascending aorta, and then the s3ur valve was positioned across the native aortic annulus. When pulling back the flex catheter in preparation for deployment, the s3ur valve moved proximally (beyond the marker), prompting realignment again in the ascending aorta. This sequence was repeated three times; however, despite multiple adjustments, the valve position continued to shift when pulling back the flex catheter. As a result, valve alignment in the ascending aorta was abandoned and instead performed in the descending aorta. During the realignment in the descending aorta, the patient's condition suddenly deteriorated. It was observed that the non coronary cusp (ncc) had prolapsed, necessitating conversion to an open chest approach. In consultation with the surgeon, the decision was made to abort tavr and continue with surgical aortic valve replacement (savr) to prioritize the patient's survival. As savr was being performed, it was decided to remove both the first and second s3ur valves at that time. Following initiation of percutaneous cardiopulmonary support (pcps), the first s3ur valve migrated into the aortic arch, as fixation in the descending aorta was insufficient to withstand the arterial pressure generated by the pcps. Since savr was being performed, it was decided to remove both the first and second s3ur valves at that time. The aorta was clamped distal to the first s3ur valve, and the ascending aorta was opened to remove it. The second ds balloon with crimped s3ur were then cut and removed via ascending aortic access, and the remaining portion of the second ds was withdrawn from the non-edwards sheath. An inspiris surgical valve was implanted in the aortic annulus. It was reported that the first s3ur valve movement occurred during deployment, and the physician attributed the event to alignment deviation. A retrospective review of the fluoroscopic video by the physicians, revealed that the ncc had been damaged and prolapsed when the second s3ur valve first crossed the native annulus.